Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received noted that a follow up took place. Noise was reproduced with no oversensing. The noise was seen on the pace and shock channel. Since the patient has a good r wave the physician elected to reprogram the and decrease the device sensitivity, and continue to monitor the patient. This system remains implanted.

Event description:
Additional information noted that this patient was using an electrical bed likely resulting in the reported clinical observations and was told to not use it any longer.

Manufacturer narrative:
.

Event description:
Additional information noted that noise was once again noted, and a review request was sent to ts with a report from the remote monitoring system. Ts noted the noise was in fact seen on the rv pace/sense and shock channels, the noise was oversensed and consistent with myopotentials, this resulted in asystole for > 2 seconds. Ts discussed possible troubleshooting for this case and also noted that the pacing impedance measurements and shock impedance measurements have been stable over the last year. At this time the system remains implanted.

Manufacturer narrative:
(B)(4). This case is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the information and confirmed that noise was seen resulting in oversensing and asystole for > 2 seconds. Ts noted that the noise was non-cardiac in origin, and possibly due to myopotentials. It was noted that the device adjusted the sensitivity to avoid further oversensing. Ts discussed troubleshooting. At this time the device and right ventricular (rv) lead remain implanted. No adverse patient effects were reported.